Event description:
Boston scientific cardiac rhythm mgmt (crm) received info that this implantable cardioverter defibrillator (ICD) pt has died. The pt's device was interrogated post mortem, revealing that near the time of death, the device appropriately delivered a 41 j shock for ventricular fibrillation (vf). Following delivery of this shock, the pt's rhythm deteriorated, and the device began pacing but was unable to capture. Some undersensing of fine vf was noted, causing the device to divert additional therapy.

Manufacturer narrative:
A request has been made to have this ICD returned to the boston scientific crm post market quality assurance lab for analysis. To date, however, the device has not been returned, and its current status is unk. No additional info is available at this time. This event will be updated if any additional info becomes available.